Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital for peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2025 with complaints of abdominal pain and constipation resolved (B)(6) 2025. Upon inspection, it was discovered the patient¿s peritoneal effluent fluid was cloudy and a peritoneal effluent fluid culture was obtained. Additionally, while the patient was being assessed, it was noted that the patient¿s heart rate was elevated and irregular (specifics not provided). The patient was sent via ambulance to the hospital and was admitted for peritonitis and further cardiac evaluation. Although the hospital course is largely unknown, it was reported the patient¿s peritoneal effluent fluid culture returned positive for streptococcus mitis. The patient is currently continuing to undergo ccpd until a vascular access can be placed, at which point the patient will transition to hemodialysis (hd) for rrt. While hospitalized, the patient¿s irregular and elevated heart rate were attributed to atrial fibrillation (new onset); however, it is unknown if any medical or medicinal intervention was provided. Although the definitive cause of the peritonitis was not provided, the pdrn implied the constipation was the probable source. During follow-up, there was no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction occurred. As of (B)(6) 2025 the patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of atrial fibrillation (characterized by an irregular and elevated heart rate) and peritonitis (characterized by cloudy peritoneal effluent fluid and abdominal pain), which warranted hospitalization, antibiotic therapy, and the transition from pd to hd for rrt. The definitive etiology of the serious adverse events could not be established; however, the pdrn inferred a recent bout of constipation could have been the source of the peritonitis. Gram-positive cocci comprise 43¿64% of all peritonitis episodes, and the streptococcal species in particular account for about 10¿15% of them. Additionally, chronic kidney disease is an independent risk factor for atrial fibrillation and is associated with an even greater risk for those patients on dialysis. Per the pdrn¿s response, there was no fresenius product(s) and/or device(s) deficiency, or malfunction reported. Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital for peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2025 with complaints of abdominal pain and constipation (resolved on (B)(6) 2025). Upon inspection, it was discovered the patient¿s peritoneal effluent fluid was cloudy and a peritoneal effluent fluid culture was obtained. Additionally, while the patient was being assessed, it was noted that the patient¿s heart rate was elevated and irregular (specifics not provided). The patient was sent via ambulance to the hospital and was admitted for peritonitis and further cardiac evaluation. Although the hospital course is largely unknown, it was reported the patient¿s peritoneal effluent fluid culture returned positive for streptococcus mitis. The patient is currently continuing to undergo ccpd until a vascular access can be placed, at which point the patient will transition to hemodialysis (hd) for rrt. While hospitalized, the patient¿s irregular and elevated heart rate were attributed to atrial fibrillation (new onset); however, it is unknown if any medical or medicinal intervention was provided. Although the definitive cause of the peritonitis was not provided, the pdrn implied the constipation was the probable source. During follow-up, there was no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction occurred. As of (B)(6) 2025, the patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.